Event description:
The contact stated, the customer tested his blood glucose using his contour2 meter and received a reading of 90 mg/dl. The contact was concerned about the way the customer was acting, so he called an ambulance. When paramedics arrived, they tested the customer's glucose at 23 mg/dl using their meter. The contact was not sure what paramedics used to treat the customer, but more than likely, it was glucose. The contact did not provide any more information about the event. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.